Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the audio for the device was compressed and garbled. It was noted that the speaker for the device was replaced but the issue returned. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.